Event description:
The customer was collecting mononuclear cells (mncs) and plasma from a prostate cancer pt. At 83 minutes into the procedure, there was a 'leak in the centrifuge' alarm. The operator terminated the procedure. She collected 79 ml of mncs and 150 ml of plasma. No rinseback was performed, the pt was doing fine and went home. The product was sent to the lab to check for cultures. The doctor will make the decision on the transfusion of the product. The pt identifier is not available at this time. This report is being filed due to insufficient info provided at this time to determine if a malfunction with the potential for death or injury occurred in relation to the pt treatment. The leak does not pose a risk of contamination as this is an open set.

Manufacturer narrative:
(B)(4). Investigation: the spectra channel and loop assembly were returned for investigation. The channel and loop contained blood. Pressure was applied to the channel. A leak was located on the single side of the control y. A bond void was found between the single side tubing and the control y. Investigation eval and corrective actions are in process. A f/u report will be provided.

Manufacturer narrative:
Terumo bct internal ref: (B)(4). Investigation: the customer did not send the product to the lab for culture as previously reported they would. The product was disposed of, so no results are available. Investigation evaluation and corrective actions are in process. A f/u report will be provided.